Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patent experienced a fall and the lead was exhibiting high impedances and unable to place into MRI mode. As such, surgical intervention was undertaken wherein the lead was replaced and therapy was restored.